Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported problem could not be duplicated during testing. The device was recertified and returned to the customer. Review of the device activity logs found no evidence of pads being used. Visual inspection of the device and ECG connector did not yield any discrepancies. Therefore, our investigation for this reported malfunction was unsubstantiated. The multifunction cable or pads that were used at the time of the reported incident were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.